Event description:
Today when the diagnostic imaging staff were removing the patient's IV after a procedure, the catheter was retained in her left arm. The patient was taken to the ed and then vascular surgery had to do a cut down to extract the IV catheter from the patient. I'm still waiting to hear back from the ed if the catheter was saved. As of 08/21/2024, we have not yet been informed if the catheter was saved.